Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and negative pressure was applied for flushing before insertion of the catheter, air was aspirated. Air was attempted to be aspirated multiple times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Air movement into the body was not identified. The only product inserted directly into the hemostasis valve was the included dilator.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal seal and a puncture was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.